Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of heater not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation electrical damage, blower contaminated, blower outlet seal/isolator kit contaminated, blower box kit contaminated, and iso port kit contaminated was observed. The customer complaint was reproduced. There were multiple errors has been identified. The device was scrapped.